Event description:
The event occurred in switzerland. It was reported that the rotaflow console shut down during use and all the led´s were out. The device was replaced with another one without consequences for the patient. After the event the device was running for approximately 11/2 hours without problems. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that the rotaflow console shut down during use and the led´s were not lid. The device was replaced with another one. No known consequences for the patient was reported. The getinge fst run the device for about 1 1/2 hours without any failure. The failure could not be reproduced. The affected rotaflow console (rfc) with s/n (B)(6) was sent back to manufacturer for investigation. Getinge service department could not reproduce the reported failure as well. The rfc was tested several hours and neither abnormalities nor any evidence of any failure or incorrect function were found. Based on the investigation results the reported failure could not be confirmed. Preventively the on/off switch with cabling (article number 701050674) has been replaced. And as part of the service work the rfc display board (article number 701034016), the rf cover for d-sub plug (article number 701073413) and 4x hl20_rubber foot 24x12 rpm/tpm (article number 701054567) has been replaced. Test were performed and the device is working as intended. The on/off switch with cabling was investigated by the getinge life-cycle-engineering (lce) and no malfunction or mechanical defects could be confirmed. The device is manufactured in 2014 therefore this defect on the switch can be considered as aging of components after life time end of the device. The review of the non-conformities was performed on 2023-12-14 and during the period of (B)(6) 2014 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2014-09-19. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.